Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Complete product detail has not been received at this time. If further information is received a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address adverse local tissue reaction. Update rec'd 01/04/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. According to the medical records, the patient had mild corrosion at the morse taper and synovitis in the anterior acetabular region. At this time the patient's femoral stem is being added to the complaint and reported. The complaint was updated on: 01/20/2016.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases identified other reports against the femoral head and no others against the liner. Per procedure, these devices are exempt from device history record review. The search and/or review of device history records was not possible against the unknown femoral stem. X-rays were reviewed. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update rec'd 02/01/2016 - the patient's medical records were received. Medical records were reviewed for MDR reportability. At this time there is no new information that would change the existing MDR decision.the complaint was updated on: 02/19/2016.

Manufacturer narrative:
Update rec'd 02/01/2016 - the patient's medical records were received.no device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated.depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.